Event description:
Event desc: pt intubated during CPR. Device attached to et tube. Device had a leak, resulting in no chest rise. Air was coming out from the device. Second device was attached which worked without problem. What was the original intended procedure: ventilation via intubation and respirator. Device usage problem: device failed (e.g. Broke, couldn't get it to work or stopped working).

Manufacturer narrative:
(B)(4).